Event description:
It was reported that the patient presented for remote follow up via merlin net. A review of the transmission revealed an alert for high pacing impedance exhibited by the right atrial (ra) lead. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.